Event description:
It was reported that the procedure was cancelled. A ce rotablator and rotalink burr were selected for use. During the procedure, it was noted that the rota console did not work due to some leak and the burr did not achieve the desirable speed. Due to this event, the procedure was postponed and rescheduled. There was no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts were made to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.